Event description:
Pink wings of u wing stainless steel introducer needle come off metal portion of needle when snapped, according to the MFR recommendations. Able to use sterile gauze to peel needle away from catheter.